Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: cardio thoracic procedure. Event description: it was reported by the consultant surgeon that the clamp was slipping of the aorta during the case. Case completed with another clamp. Case completed and no injury or illness occur associated with the complaint event. Intervention: case completed with another clamp. Patient status: case completed.

Event description:
Procedure performed: cardio thoracic procedure. Event description: it was reported by the consultant surgeon that the clamp was slipping of the aorta during the case. Case completed with another clamp. Case completed and no injury or illness occur associated with the complaint event. Intervention: case completed with another clamp. Patient status: case completed.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.